Manufacturer narrative:
The device has not yet been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the "bovie" did not work on the vasoview hemopro 2.

Manufacturer narrative:
A lot history record review was completed for lot 25108303, the only lot shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. Tissue and charred blood were observed on the heating element. No visible defects were observed. The account reported that the heater wire ("bovie") allegedly did not function (failed to energize). Therefore the device was subject to electrical testing to replicate the reported failure. A pre-cautery test was performed. The device passed. To evaluate the safety shut down system, a polyfuse activation test was performed. The device passed. The device also passed temperature and resistance testing. Based on the results of the evaluation, the reported complaint was unable to be confirmed. (B)(4).